Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2024 , it was reported that the patient encountered infusion sets's tubing detachment from hub. Infusion set was in use for 1-2 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.